Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead was already bent when it was taken out of the box prior to implanting the lead. Upon further examination, the stylet failed to advance through the lead. The atrial lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events of bent lead and stylet could not be inserted were not confirmed. A complete lead was returned in one piece with the stylet fully inserted inside the lead and was easily removed. Visual inspection and electrical testing of the lead was normal. The stylet insertion/removal test was performed, and no anomalies were noted. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.